Manufacturer narrative:
The user reported experiencing redness and irritation at the site associated with the clear adhesive patches. According to the user, symptoms first appeared on (B)(6) 2025 at approximately 10:00 am est. The adhesive patches were not expired, and no additional bandages or tegaderm were in use at the time of symptom onset. The user reported no history of sensitive skin. The user's healthcare provider was aware of the event and recommended the use of an over-the-counter cortisone cream, which the user applied. Per data management system (dms) review, the user is currently using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported experiencing redness and irritation at the site associated with the clear adhesive patches. According to the user, symptoms first appeared on (B)(6) 2025 at approximately 10:00 am est. The adhesive patches were not expired, and no additional bandages or tegaderm were in use at the time of symptom onset. The user reported no history of sensitive skin. The user's healthcare provider was aware of the event and recommended the use of an over-the-counter cortisone cream, which the user applied. Per data management system (dms) review, the user is currently using the system with up-to-date information.